Manufacturer narrative:
Internal file number - (B)(4). Attachment: user facility medwatch report number (B)(4).

Event description:
Subsequent to the initially filed report,user facility medwatch report number (B)(4) was received that states: product failed when deployed in the patient. Another proglide was opened to complete the procedure. Product had patient contact but no patient harm.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide device using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, cuff misses occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.